Event description:
The customer reported via phone call that their reservoirs appeared to be clogged when attempting to fill them with air. The customer's blood glucose was unknown. Customer also stated the reservoir was stuck when filling with air. The customer agreed to return the reser for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
One opened/used reservoir was evaluated and inspected for anomalies and none were found. Occlusion test was performed and it was concluded the reservoir was not occluded.